Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding.") In a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia and bacterial vaginosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), stress urinary incontinence ("stress incontinence or the bladder,"), gastroenteritis ("gastroenteritis"), abdominal pain ("burning abdominal pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dizziness, stress urinary incontinence, gastroenteritis, abdominal pain and bacterial vaginosis had resolved. The reporter considered abdominal pain, bacterial vaginosis, dizziness, gastroenteritis, genital haemorrhage, pelvic pain, stress urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: she had second essure procedure on around (B)(6) 2013 and she was advised that for complete removal of essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: showed three microinserts. (B)(6) 2014, hsg, showed by two were located on the right. On the left, unsatisfactory placement 204 of the essure device as noted, with the micro insert "seen on the left with peritoneal location!' Her left tube remained patent. On around (B)(6) 2015, plaintiff underwent a transabdominal pelvic sonogram, which showed that her "rid" was in good position with a normal uterus and adnexa. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("microinsert was seen on the left with peritoneal location/there is free intraperitoneal spill of contrast presumably from the left/unsatisfactory placement of the essure/device placement issue."), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding.") In a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left coil was unable to be placed during her initial procedure" and device use issue "plaintiff underwent a hsg, which showed two essure devices on the right and one device on the left/ hsg showed three microinserts". The patient's concurrent conditions included general anesthesia and bacterial vaginosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), stress urinary incontinence ("stress incontinence or the bladder,"), gastroenteritis ("gastroenteritis"), abdominal pain ("burning abdominal pain started today above the umbilical area"), bacterial vaginosis ("bacterial vaginosis") and abdominal pain upper ("burning abdominal pain started today above the umbilical area"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, genital haemorrhage, uterine haemorrhage, dizziness, stress urinary incontinence, gastroenteritis, abdominal pain, bacterial vaginosis and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, bacterial vaginosis, device dislocation, dizziness, gastroenteritis, genital haemorrhage, pelvic pain, stress urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: she had second essure procedure on around (B)(6) 2013 and she was advised that for complete removal of essure devices. On or about (B)(6) 2017, plaintiff presented to physician for essure removal in his office. During the removal procedure, the right-side coil was removed; however,physician was unable to determine if any additional coils remained diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: showed three microinserts.; on (B)(6) 2014: results: two were located on rt side. On the left, unsatisfactory placement of the essure device as noted, with the micro insert "seen on the left with peritoneal location. Her left tube remained patent. Ultrasound abdomen - on (B)(6) 2015: her "rid" was in good position with a normal uterus and adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. The events device dislocation into abdominal cavity,multiple essure micro-inserts inserted in one fallopian tube, upper abdominal pain and device insertion difficult were added. Other relevant history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.